Event description:
Surgeon completed reduction of spondylolisthesis using aesculap s4 spondylolisthesis reposition instrument (sri). Surgeon felt he achieved reduction necessary. While holding reduction with the s4 spondylolisthesis reposition instrument, surgeon was going to place rods. The driving bolt on the left side of the instrument broke. Less than a minute later, the bolt on the other side broke. When the second one broke, the bolt hit the ceiling and fell to the floor. Surgery was not prolonged and nothing was in the patient.

Manufacturer narrative:
The sample and all of the available information have been forwarded for analysis to the manufacturer, aesculap.